Event description:
A 25 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 9 cm abdominal aortic aneurysm in april 1999 as part of clinical trial. Vessel tortuosity was reported to be excessive. During the initial implant procedure, an aortic cuff was also placed. At the one-year follow-up, x-ray films demonstrated that the device had migrated and the proximal aortic cuff had displaced from the bifurcated stent graft, but there was no evidence of endoleak. Another proximal aortic cuff was placed between the original cuff and the bifurcated device in 2000. At the two-year follow-up, x-ray films demonstrated good position of the stent graft, but with extreme neck angulation. Nine weeks later, the pt presented with complaints of back pain. Films demonstrated that the cuff implanted in 2000 had separated from the bifurcated stent graft and the originally implanted cuff. In 2003, the physician implanted 4 aortic cuffs to ensure an adequate seal. During the procedure, the physician pushed on the delivery catheter of one aortic cuff and kinked the graft cover. A sheath was not used during insertion. The device was removed without incident and discarded. No clinical sequelae were reported, and the pt is reported to be fine.